Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, bg was addressed with a bolus via the pump and the pump supplies were changed to address the issue. Additionally, the pump supplies were in use for 2 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.